Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had an implantable neurostimulator (ins) replacement due to having issues with the battery. The patient was not sure that the issues were. The battery replacement occurred 2.5 years ago. No patient symptoms were reported. The patient was implanted for non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.